Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient suffered trauma to his ipg site and since then the ipg has been inoperable. The sjm representative met with the patient and confirmed the ipg is unable to communicate with the external devices. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced.